Event description:
Reported as: "lap-band system was not locked in patient when examined under fluoroscopy. The band became unbuckled. It was explanted and replaced."

Manufacturer narrative:
Medwatch sent to FDA on: 03/24/08. The access port connector associated with this report has not been returned and remains implanted. Based upon the implant date provided, the connector type is assumed to be a taper ii. Performance testing was performed on the lap-band portion of the device that was returned. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of the unbuckled band as follows: "failure to secure the band properly may result in its subsequent displacement and necessitate reoperation." "The lap-band ap system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect."